Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mc logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: console (ic2022) was sent back fs for further investigation. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
A4 is unknown. The impella device was received from the customer, upon completion of the investigation, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller generated a controller error. Another automated impella controller was used to continue patient support.